Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board (avp) and backdoor programmed each cart to resolve error 35. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The avp was returned for failure analysis, and the reported failure was confirmed and replicated. A visual inspection found no issues were that would be related to the reported failure. The avp was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. After booting up the gemini download application, the laptop did not detect the avp with message programs issue and was not able to program. Avp was bricked causing onsite to disconnect. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that avp bricked was found to be the root cause of the reported failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the system repeatedly faulted. The intuitive tech support engineer (tse) reviewed the system logs and found errors 35 and 297. Tse asked the customer if the issue occurred after stopping a software upgrade. The customer did not answer the question. The customer stated they were going to use a different system to complete the case. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.